Manufacturer narrative:
The reported events of premature discharge of battery, no pacing, and failure to interrogate were confirmed. The device was at end of service (eos) level upon receipt. Visual inspection of the header found no contamination, no foreign material, and no anomaly. A longevity calculation was performed and found the battery depletion was premature based on field settings. Electrical testing performed after replacing the battery, revealed high current drain which was isolated to the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current which drained the battery prematurely.

Event description:
It was reported that the patient experienced syncope suspected to be due to loss of pacing. The device was unable to be interrogated. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.